Event description:
Reporter states the pt experienced knee pain in 3/1997. On 4/15/1997, x-rays revealed breakage of tibial insert and loosening of tibial component. Revision surgery allegedly revealed heavy metalosis and bone loss.